Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission revealed that the right ventricular lead exhibited noise leading to oversensing. No intervention was performed. The patient will further be monitored. The patient condition was stable.

Event description:
New information received notes that the right ventricular lead exhibited post-paced t-wave oversensing and re-occurring noise. The lead was capped and replaced on (B)(6) 2022. The patient condition was stable post-procedure.